Manufacturer narrative:
A device history record review was performed for the subject device: part: vs206.034, lot: l255458, manufacturing site: (B)(4), release to warehouse date: 12/07/2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate (B)(4) was reviewed and the used material was according to 316l specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product development investigation was performed for the subject device: veterinary complaint: it was reported that during removal of the tibial plateau leveling osteotomy (tplo) plate on an unknown date. It was noted that one screw is broken and appeared to be ¿sketchy and the other screw appears that there is an issue with it as well. It was unknown if there was a surgical delay. The plate and screws were successfully removed. There was no patient involvement reported. The following investigation flow was performed: broken. Visual inspection performed at customer quality (cq) confirmed the condition of post operative screw breakage, which agrees with the reported complaint condition. The head has broken off at the transition to shaft. Only the head with a couple proximal most threadforms was returned. The returned screw was manufactured in december 2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate (B)(4) was reviewed and the used material was according to 316l specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Tabulated product drawing se_143464 for the family of 2.7mm stainless steel stardrive locking veterinary screws was reviewed during this investigation. No product design issues or discrepancies were observed. The major thread diameter at location of breakage measured ø2.66mm at cq (ca592) which is within specification of ø2.6mm - ø2.75mm per drawing se_143464. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. The most likely cause for the broken screw is patient (canine) non-compliance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Date of event: date of device breakage and start of infection is not known. Date returned to manufacturer. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that on (B)(6) 2017, a canine underwent a combination tibial plateau leveling osteotomy (tplo) and cranial closing wedge osteotomy (ccwo) of the tibia due to medial patella luxation (mpl) and cranial cruciate ligament rupture (cclr). About 2 weeks post op, the canine developed a wound around the pins and tension band. At 4 weeks post-op, the surgeon had intended to shorten the pin and addressed the wound. However, upon sedation the canine had a recurrence of mpl due to tibial tuberosity fragment shifting such that the proximal/patellar tendon attachment was more medial and the distal portion was more lateral than the position of initial reduction. A revision procedure was performed at that time and the tibial tuberosity fragment was returned to its original position and secured with three (3) pins and two (2) tension bands instead of two (2) pins and one (1) tension band. A culture was obtained and antibiotics were administered. Shortly after, the canine seemed to be lame. Radiographs on an unknown date revealed a torn figure of eight wire. At 6 weeks revision post-op, radiographs revealed two (2) of the screws had broken. As the bone had not yet sufficiently healed, a revision was post-poned. The bone healed from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2018, the wound developed around the plate and the plate was intermittently visible and covered by infected wounds. The wound was managed as an open wound until healing progressed to the degree that explantation was reasonable. Radiographs taken in late (B)(6) 2018 revealed the bone to be 85-90 percent healed. Explantation was done on (B)(6) 2018. During the removal procedure, it was noted that one screw appeared to be ¿sketchy¿ and the other screw looked like it was about to break. There was no surgical delay reported. The surgery was completed successfully. Patient was splinted for six (6) weeks post-operative. This report is for one (1) 2.7mm locking screw. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Lot number, UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.